Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported they needed to reset or reprogram their stimulator because the last time they checked it" shocked the hell" out of them. Patient services asked the patient what caused the shocking, for example was patient turning therapy on, changing settings etc. But the patient could not recall. The patient stated they were trying to get an MRI done so they were at the hospital and an doctor was trying to check the device status prior to the MRI. The patient resolved the shocking sensation by turning therapy off. The patient reported this event took place in (B)(6) 2025. The patient indicated they let the ins battery discharge but had charged it back up to 100% prior to calling. The patient asked for assistance using the programmer to turn therapy back on again. Reviewed programmer use, patient encountered a por message due to ins battery depletion, and was able to dismiss the por. Reviewed how to change to program 3 per patient's request, and turn therapy back on again. The patient did so and was able to adjust amplitude to a comfortable level. Recommended patient monitor symptoms. Reviewed theory and use of programs and recommended patient discuss program use with managing physician.